Event description:
The pt was infected in the nasolabial, marionette and glabella areas. Approximately two weeks later, the pt allegedly developed excessive swelling, lumpiness and itchiness at the infection sites. The pt was treated with prednisone, zyrtec, and keflex.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.